Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that it was difficult to push the ped into the phenom catheter. After several attempts, the surgeon failed to deliver it normally. The tip of the stent was found to be broken and it was removed as a whole. The resistance was encountered in the distal part of the catheter. The catheter was flushed as indicated in the IFU. The devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered and the pru level was qualified. The catheter was flushed continuously with heparanized saline. The pipeline did not get stuck. The catheter was not damaged nor was the pushwire damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left side of the patient with a max diameter of 4.2mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
The pipeline flex device and phenom 27 catheter were returned for analysis. The pushwire was protruding from the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pusher was found to be bent at ~32.5cm to ~33.5cm from proximal end. The distal and proximal ends of the pipeline flex were found fully opened and damaged. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper. However, the tip coil was appeared to be damaged and stretched. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. For further examination, the pipeline flex was pushed out from the catheter without any issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Based on the analysis findings, the pipeline flex and phenom 27 catheter was confirmed to have resistance as the pipline flex was found to be damaged. From the damages seen on pipeline flex braid (fraying), pusher(bending) tip coil (damage); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom catheter against resistance. It is likely that patient tortuous anatomy may have contributed to the reported issues. However, the pipeline flex was confirmed to be damaged as the tip coil, pusher and braid were found to be damaged. The customer reported that the patient vessel tortuosity was moderate and continuous flush was maintained during delivery. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.